Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire received a copy of the incident report from the (B)(6) fire department. Below is a summary of the narrative: on (B)(6) 2020, the (B)(6) fire department (fwfd) responded to a reported apartment fire. The fire department found two victims in the front yard who were occupants of the apartment. Emergency medical care was provided to both victims. Both victims were transported to the emergency room for smoke inhalation. One of the occupants stated that while she was moving her oxygen concentrator to make room for the hospital bed that she was getting later this afternoon, she dropped it on the floor. She stated that when the concentrator hit the floor, she saw flames and sparks come out of it. The sparks caught the bed on fire, and she was unable to put it out as the fire spread very quickly. She stated that she left the bedroom and her son drug her out of the apartment. The cause of the fire has been classified as "undetermined", as investigators were unable to determine a point or area of origin, first fuel ignited, or ignition sequence. Additionally, the customer stated that the concentrator was destroyed in the fire, and it will not be returned to caire for an evaluation.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has not been returned for an evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Reportedly the patient picked up the oxygen concentrator and dropped it and it sparked a fire. She said she was not smoking and did not have her oxygen on, but there was a candle burning in her bedroom. The apartment caught fire. The son rescued the patient and sustained burns to arms and legs, including a second degree burn to the left hand. The patient did not sustain burns. The patient had abrasions from being dragged out of the apartment. The patient was taken to the hospital.